Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left superior femoral (sfa) artery. The emboshield nav6 embolic protection system (eps) was advanced and deployed without issue; however, when attempting to collapse the filter into the retrieval catheter it failed, as there was too much debris. The retrieval catheter was removed and the physician attempted to asperate the debris out of the filter. The retrieval catheter was re-inserted but, the same issue occurred. Therefore, the entire system was pulled through the procedural sheath. Once removed it was noted part of the distal filter separated. An unspecified stent was used to embedded the separated piece between the stent and vessel wall. Patient is doing fine and was discharged. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned eps, and the reported separation was confirmed. The reported retraction issues were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries and while performing atherectomy, during standalone procedures or together with pta and / or stenting, in lower extremity arteries. The reported violation of the using the device in the wrong anatomy does not appear to have caused or contributed to the reported retraction issues or filter separation/detachment. The investigation determined the reported retraction issue, filter separation and treatment and embedding of the device appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that the filter was full of debris not allowing the filter to retract into the retrieval catheter. The filter was likely damaged or torn during aspiration of the debris resulting in the filter tip separation during retraction attempts. An unspecified stent was used to embedded the separated piece between the stent and vessel wall. The noted bends on the returned devices likely occurred post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: artery being treated has been changed from superior femoral artery to superficial femoral artery.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left superior femoral (sfa) artery. The emboshield nav6 embolic protection system (eps) was advanced and deployed without issue; however, when attempting to collapse the filter into the retrieval catheter it failed, as there was too much debris. The retrieval catheter was removed and the physician attempted to asperate the debris out of the filter. The retrieval catheter was re-inserted but, the same issue occurred. Therefore, the entire system was pulled through the procedural sheath. Once removed it was noted part of the distal filter separated. An unspecified stent was used to embedded the separated piece between the stent and vessel wall. Patient is doing fine and was discharged. There was no clinically significant delay in the procedure. No additional information was provided. B5 correction: the artery treated was a superficial femoral artery and not a superior femoral artery.